Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right ventricular outflow tract ablation procedure, a cardiac tamponade occurred. During the procedure, the patient's level of consciousness changed and became hypotensive. A transthoracic echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no alleged performance issues with any sjm device.